Event description:
The customers grandmother reported that the customers insulin pump wasn't functioning correctly. It was reported that the insulin pump had physical damage which included a cracked screen and bent cannula. The customers blood glucose level was reported at 486 mg/dl. Product is being replaced. No futher information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.